Manufacturer narrative:
(B)(4). This is the information known at this time. When additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, approximately ten years later, it was thought the replacement (non-boston scientific) lead was fractured. A further revision was performed. This lead was reused as the high voltage lead and the competitor lead was used for pace/sensing.

Event description:
Boston scientific received information that an internal technical service consultant was contacted regarding this surgically abandoned lead. Reportedly, this lead was previously replaced with a non-boston scientific lead due to far-field oversensing and pacing inhibition. Currently, the replacement lead is suspected fractured. Ts was contacted for their opinion whether this lead could be reused as there are access issues with implants. Ts provided options for reuse of the lead and recommended the that lead integrity be verified prior to reusing this lead. No adverse patient effects were reported.